Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the recurrent mitral regurgitation could not be determined. It may be possible that the mr is related to physiological differences such as blood pressure, body fluid content, anesthesia, medications, and/or heart rate variations taken from the procedure; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Estimated date. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for recurrent mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 3. One mitraclip was implanted, reducing mr to 1. The clip remained stable on both leaflets. On an unknown date, the patient presented with an increase in mr. On (B)(6) 2019, one mitraclip was implanted as treatment, however mr was unable to be reduced. Post procedure mr remained at 3. It was reported that the deterioration of the mr was due to dilatation of the ventricle. There was no clinically significant delay in the procedure. No additional information was provided.